Event description:
It was reported that the pta balloon ruptured at 25atm during the first inflation in the popliteal artery. Difficulty in retracting the balloon through the sheath was experienced. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.